Event description:
It was reported that a catheter break, disconnection, and occlusion occurred. It was stated that a dye study was attempted, but catheter access port (cap) aspiration was not possible. X-rays were also stated to have been performed. A catheter revision/replacement was planned, but not scheduled. There were no patient symptoms or complications associated with the event. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver lioresal. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).